Manufacturer narrative:
Patient weight was requested but unable to be obtained. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted low. An echocardiogram revealed moderate to severe paravalvular leak (pvl). A second transcatheter bioprosthetic valve was successfully implanted, reducing the pvl to trace. No adverse patient effects were reported.